Event description:
Impac has determined that a particular change to a machine configuration file could have a detrimental impact upon treatment delivery. At this time, impac does not support the varian mlc revision h file format. However, the machine configuration file can be misconfigured for revision h and appears to accept the configuration. When the mlc3pi interface is misconfigured to the unspupported varian mlc revision h, imrt treatments will not be delivered as prescribed. Rather, the imrt planned treatment will be delivered as a static field based upon the first hape of the imrt prescription. It appears that one customer site has edited the machine configureation file and has replicated the potential treatment issue. The users immediately noticed that the simulated treatemnt was not proceeding as intended and contacted impac support for assistance. The issue was detected during a test without a pt treatment. After some investigation, the above root cause was identified, the customer's machine configuration file was corrected, and a corrective action report was initiated. There are no other noted occurrences of this misconfigureation. No pt mistreatments have resulted from this ussue.